Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 132-181 mg/dl.